Event description:
The user facility reported that the pt experienced a suspected dialyzer reaction during treatment. The pt became unresponsive and resuscitation measures were taken. The pt went to the ER and spent several days in the hosp. All pt test results were normal, and it was determined that the pt was allergic to the dialyzer. The pt's physician at her dialysis clinic switched her to a different manufacturer's dialyzer and stopped her prescription for heparin. The pt then tolerated her treatments without further incident. Sample not available.

Manufacturer narrative:
Medical records have been received and are being reviewed. The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.